Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Batch # n9058f. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did device get stuck on tissue? If device was stuck on tissue, how was device removed (was device yanked off of tissue, were handles of device pried apart to release jaws from tissue, were clips applied around device and device cut from tissue...)? Was there any bleeding when tissue was ripped? If bleeding occurred when tissue ripped, how much bleeding occurred (please quantify amount)? How was bleeding controlled? Was there any change to procedure or post-op patient care? Response received: the device was reported to have gotten stuck on tissue, yanked off, and bleeding occurred. A new device was opened, the vessel was ligated, and the procedure continued with no patient consequences.

Event description:
It was reported that the doctor was performing a laparoscopic cholecystectomy and the clip applier jammed and ripped the tissue. A second device was used to complete the procedure with no consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results of the el5ml device found that it was received in good visual condition. Upon evaluation the device fired 6 conforming clips, however the jaws was noted to opened slow and with difficulties. In addition, the device locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, excessive dried body fluids were noted in the handle of the device. It is possible that the body fluids could have prevented to proper opening of the jaws and to open slow; however, no definitive conclusion could be reached as to what caused the experienced opening issue. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. A batch record review was performed and no anomalies were found during the manufacturing process.